Manufacturer narrative:
One cadd administration sets was returned for analysis. The sample consist of one product from p/n 21-7094-24, and the returned sample was received in used conditions inside a plastic bag without its original sealed packaging. The sample was visually inspected at a distance of 12" to 24" under normal conditions of illumination. Delamination was found in one join of the filter with the tube. Leak testing on the samples received were performed using hydrostat vessel to look for unusual functions and leaking was observed fleeing from the air vent of the filter in the sample. The customer's reported problem was confirmed. Investigation was open in order to perform a complete root cause analysis of this failure mode. The problem source of the reported problem is unknown.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that leak at the connection between the filter and the line of this cadd administration set was observed. It was stated that leak was only noticed after more than 24 hours in use with the patient. No adverse effects reported.

Manufacturer narrative:
An additional 9 samples of 21-7106-24 (ln 58x048) were received in unused conditions within their original package. The samples were visually inspected and no discrepancies were found. Leak testing was also conducted and there were no discrepancies found.